Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: command es, viper, guide catheter: trailblazer support catheter, sheath: destination (5-french & 6-french), stent: 4.0x38cm resolute, 2.8x16mm graftmaster. (B)(4). It should be noted the graftmaster coronary stent graft system instructions for use states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for stent graft leak reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The 2.8x16mm graftmaster referenced, is being filed under a separate medwatch MFR number.

Event description:
It was reported that during a procedure in the posterior tibial artery, a dissection occurred during balloon angioplasty with a 4.0x120mm non-abbott balloon dilatation catheter (bdc). The dissection was treated with deployment of a 4.0x38cm non-abbott stent implant; however, post-stent deployment a perforation was noted. Attempts were made to treat the perforation with balloon angioplasty; however, this was unsuccessful. The 2.8x16mm graftmaster was successfully deployed; however, the perforation was not fully sealed. The 3.5x26mm graftmaster was successfully deployed; however, the perforation was still not fully sealed. A 3.5x16mm graftmaster was deployed successfully sealing the perforation. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. The patient's final outcome was good and the patient was discharged as scheduled. There was no additional information provided.